Manufacturer narrative:
On january 7, 2021, mentor became aware that patient experienced capsular contracture; baker grade iii on the right side and devices were discarded. Hence, field h6 for type of investigation has been updated to "device discarded" on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side burning sensation (paresthesia), and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female caucasian patient underwent revision breast augmentation with a 600cc mentor memorygel breast implant on both sides and experienced bilateral burning sensation and right side capsular contracture; baker grade unknown as it is firm postoperatively. The issue was found on the MRI. As a result, the patient underwent bilateral explantation and replacement with high profile 500cc gel implants on (B)(6) 2020. This report is for the patient¿s right-sided device.